Event description:
It was reported by a user facility that three patients sustained first degree burns to the face following hair removal treatment with a lumenis lightsheer xc laser. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received.

Manufacturer narrative:
Lumenis investigated the reported events contacting the user facility directly to request patient information, treatment settings, sun exposure, and patient photographs. Reasonable attempts by phone and email were made to obtain the information from the user facility; however none was received. During a telephone conversation with a representative of the user facility, the representative stated that the nurse had failed to follow instruction in subject device IFU directing the device operator to clean the treatment tip at regular intervals during patient treatment. An examination of the subject device by a lumenis technical expert concluded the device operated to manufacture specifications. Subject device malfunction is not the suspected root cause of the event reported. Lumenis is unable to evaluate treatment parameters to determine their appropriateness for treatment. Lumenis concluded the probable root cause of the reported event to be debris build up on the treatment tip as a result of insufficient cleaning by the device operator in contradiction to device labeling and common medical practice. Device labeling states: "the sapphire tip of the handpiece must be kept clean during patient treatment. Foreign matter on the tip will get hot due to absorption of laser light and can cause epidermal injury and substantially increased pain".